Event description:
Boston scientific received information that during the implant of this new implantable cardioverter defibrillator (ICD), initial measurements on the right ventricular (rv) lead during testing were in normal range. However, it was noted that the shock impedance measurements were above 200 ohms. The ICD was programmed in the single coil configuration and the rv lead appeared to be fully connected in the device header. Commanded shocks were then performed at both 1.1 and 41 joules which both yielded a code 1005 indicating that an open circuit condition was detected during shock delivery. As a result, this rv lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.